Event description:
The patient's father contacted animas to report frequent low blood glucose (bg) readings. The reporter stated that for past 3 days the patient has been obtaining low bgs that have ranged anywhere from ''39 to 58 mg/dl.'' At the time he contacted animas; the patient had a bg of 58 mg/dl and was asymptomatic. The patient's father claimed she is treated with glucose tablets in response to the low bg's. At the time of troubleshooting, the reporter confirmed all pump settings including the date and time were correct. It was noted that the patient did not receive unintended or excess insulin. This complaint is being reported because the patient obtained blood glucose readings below 40 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Follow-up # 1 08/22/2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.